Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred two hours and forty-five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the middle of the dialyzer housing. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the blood streaks were visually noted in the middle of the dialyzer housing and treatment was discontinued. The patient's blood was not returned. There was no defect or damage noted on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred two hours and forty-five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the middle of the dialyzer housing. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the blood streaks were visually noted in the middle of the dialyzer housing and treatment was discontinued. The patient's blood was not returned. There was no defect or damage noted on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The dialyzer was available to be returned for manufacturer evaluation.